Event description:
The customer reported via phone call the she has been having trouble keeping her low blood glucose and last week she had a reading over 400 mg/dl. The customer declined to troubleshoot for both issue as far as high blood glucose and also detachment. The customer says she will call back if issue recurs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.